Manufacturer narrative:
On 30-sep-2020, it was found that g.5.PMA/ 510(k) was filled in inadvertently on the previous report. The field should have been left blank. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor gel breast implant and experienced postoperative rupture (side unknown). As a result, the patient underwent bilateral removal and replacement with two 375cc mentor memorygel breast implant prostheses (catalog #: 3503751bc , right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2009.